Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On may 23, 2008, the lay-user/patient contacted lifescan (lfs) alleging that onetouch fasttake meter was reading in the wrong unit of measurement, mg/dl. Lifescan was unable to contact the patient to obtain follow-up information pertaining to the initial call. After the reported issue first occurred on four days earlier at 10pm, the patient reportedly was feeling symptoms of "low blood glucose". After the reported issue began, the patient took 22 units of insulin. It is not known if the symptoms began before or after the patient took her 22 units of insulin. The patient did not receive any medical intervention due to the reported issue and was not tested on another device at the time of concern. It would have been helpful to know the patient's testing frequency and the diabetes medication regimen, what symptoms did the patient have when he was feeling low, what reading the patient obtained on the lfs meter prior to taking 22 units of insulin, what the patient's interpretation of the reported meter readings, did the patient does his insulin based on the reading, are the test strips expired, how he treated his low readings, and if there were any changes to diabetes medication regimen and testing frequency after the incident. During troubleshooting, the customer care advocate verified that the patient previously had the correct unit of measurement. However, it was reported that the patient inadvertently changed the unit of measurement in the meter setting to mmol/l. This complaint is being reported because the patient claimed that he had "low" symptoms that can be suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the patient.